Event description:
The customer reported a bad iris pot error message and locked up. After a couple of re-boots, the system functioned properly. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator iris potentiometer was replaced during the service call. The system was tested and found to be working as intended and put back into service.